Event description:
The user facility reported that the arteriotomy locator was not properly aligned with the introducer and did not emit the acoustic signal (click). There were no consequences for the patient. The device was still used on the patient. There was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to CAPA investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An nc and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on 12dec2023: the procedure performed was endovascular aneurysm repair (evar). A 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The arteriotomy locator was not properly aligned with the introducer and does not emit the acoustic signal (click). No blood loss was reported. The patient was stable. The user had difficulty inserting the locator into the hub. They did the procedure in two to hold the device. It was impossible to mate the lector with the hub. There was tactile feedback after mating. The user attempted to mate the locator and hub six to seven times. The locator separated before mating with the hub. The locator was too loss and failed to stay in place. The separation occurred when the device was in the patient.